Event description:
Original surgery was completed by dr. (B)(6) on (B)(6) 2008 at (B)(6) hospital. Original procedure was l5-s1 posterior lateral interbody fusion. Pt had been experiencing lumbar pain for approx 6 months, surgeon decided to remove fixation. Removal surgery occurred on (B)(6) 2012 at (B)(6) hospital in (B)(6) and was performed by (B)(6). On removal, it was discovered screws were broken. On post operative review of november x-rays there was evidence of screw failure. Remaining portion of screw left in-situ.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.